Event description:
A customer contacted haemonetics on (B)(6) 2008 and alleged centrifuge noise on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It is unconfirmed whether the spill bag was deployed. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).